Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on an unknown sample. The customer reported erroneous tests of which one patient was first tested positive and then negative with the ID now covid-19 assay. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 191-000/ lot m166324 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430/ lot m166324. Test base part number 190-100j / lot m166324. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166324 showed that the complaint rate is (B)(4) . In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166324 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.